Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to high blood glucose. The cause of death was uncontrolled diabetes. The caller stated that the customer's insulin pump stopped working that may have led to the customer's passing. The customer¿s blood glucose was 800 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensor at the time of passing. The auto mode on the insulin pump was unknown. It was unknown whether the caller will return the insulin pump for analysis. .